Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report. Olympus was informed that during a left percutaneous nephrolithotripsy, laser lithotripsy was performed, and sometime during the procedure, the users observed metal flakes within the pt's left kidney. The procedure was stopped and the physician reportedly used copious amount of saline solution as irrigation fluid to remove the flakes. The user facility reported that there were some very small flakes that were not removed. Following the procedure, scratches were said to have been noted on the exterior of the probe. The pt was released the day following the procedure. The pt returned to the facility on (B)(6)2010 for a f/u exam and an x-ray was performed. The pt is reportedly doing fine to date. The subject device referenced in this report has not been returned for eval. The exact cause of the users reported cannot be conclusively determined at this time. If additional info is received at a later date, a supplemental report will be provided. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus received a medwatch report stating, " during the use of a loaner olympus nephroscope and an olympus ultrasonic lithotriptor with probe, metal flakes were noted within the pt's left kidney. There was an immediate halt of the procedure. There was an attempt to suction the metal flakes by the physician; but not all were able to be removed. The procedure was completed with alternate methods. All the equipment was evaluated after the case was completed. The machine was taken to bio-med with the hand piece. A picture was taken and given to the operating room mgr. The damaged probe was given to the operating room manager. The loaner scope was returned to the MFR's rep."